Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Full breached outer insulation degradation was found adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.